Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Corroded power board noted during visual inspection. Unable to confirm low battery alarms due to blank display. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the battery last less than 1 week. The customer¿s blood glucose level was unknown at the time of incident. Customer was assisted with troubleshooting for low battery. The insulin pump will be returned for analysis.